Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different than expected, with a fill estimate issue showing 40 units instead of the anticipated 117 units. The customer's blood glucose level was not adversely impacted. The caller was educated by technical support on understanding the gauge readings and was instructed to disconnect from the site and deliver a 10.2 unit bolus, resulting in an updated estimate of 50 units. The caller completed necessary steps to ensure the cartridge was correctly filled and eventually loaded a new cartridge with guidance from technical support. The caller decided to monitor the situation and follow up if necessary.